Manufacturer narrative:
This malfunction is reportable as (B)(4) states: if you are a manufacturer, you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Then malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Same product with different lots were tested in a functional test. Visual inspection of actual device was evaluated.

Event description:
(B)(6) dealer notified that office is alleging clamp broke first time using.